Event description:
Identified hematoma and excised it. Identified several that appeared to be soft black tissue masses throughout the prepatellar bursa area. Also staining in the region. Multiple areas of black tissue as well. Surgeon felt most likely due to the surgical powder that was placed with original prepatellar bursectomy to help with hemostasis. Test result continued from pathology: fibrin deposition and degenerative changes.